Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon I investigation of the actual device used in this incident, it was determined that drawer 2.1 had a failed cubie, and the drawer was not detected on the bus. A field service engineer (fse) reseated all cables and wires, cleaned the inspection area, and examined the pyxibus cable and retractor bands. The fse rebooted the station, verified the operation in hardware test application, and tested functionality to resolve the issue. The system functioned as intended after the field service engineer repaired the device.